Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The contact did not know if the blood glucose level was impacted. As the contact did not have the pump present when tandem technical support was contacted, a pump system check was unable to be performed to determine a possible cause of the occlusion.